Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that he went to the emergency room (ER). His blood glucose levels were in the 400's mg/dl when he arrived. He felt that his blood glucose meter was not reading correctly. He had a reading in the 400's mg/dl on the hospital meter but 30 minutes prior, the pdm (personal diabetes manager) read in the 190's mg/dl. He stated he had experienced inconsistent readings before, but no other examples were provided. The patient's pdm was not with him at the time of report to provided his blood glucose history. He was diagnosed with diabetic ketoacidosis and was throwing up. Treatment included an insulin drip and a saline drip. He was provided zofran for nausea every 6-8 hours, he received three doses. The patient¿s basal rate also was increased 10%.